Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. There was no patient injury or adverse patient outcome in this case. However, detachment of a filter limb could lead to patient injury if it were to recur. Image review: based on the images provided, a denali filter was deployed in an upright position, can be confirmed, approximately six months post filter deployment a detached filter arm located within the confines of the vena cava filter can be confirmed; however, a successful filter removal and detached limb removal cannot be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Images were provided and review is currently underway. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the six month follow up appointment, imaging allegedly demonstrated a detached filter limb. Approximately fourteen months post vena cava filter deployment, fluoroscopy prior to filter retrieval revealed the filter to be upright and centered with one detached filter limb in the ivc. The filter and detached filter limb were each successfully captured and retrieved with a snare. There was no reported impact or consequence to the patient.

Manufacturer narrative:
(B)(4) was received, the new information provided was the patient weight reported in pounds versus kilograms which was previously reported. An investigation of the reported event has been completed with the following results: manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: clot was found within the apex of the filter. The filter exhibits 6 legs and 5 arms present and intact. The detached arm was returned. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Conclusion: the filter was returned. Based on the returned sample condition and the images provided, the investigation is confirmed for a detached filter arm. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Additional information: other relevant history; method codes. Device available for evaluation; initial report sent to FDA. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.